Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was not duplicated during evaluation because the subject device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the high definition lcd monitor screen went dark. The issue was found during inspection for use. There were no reports harm associated with the event.

Manufacturer narrative:
The customer planned to scrap the device and not return it for repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.